Event description:
It was reported by an edwards sales representative that an edwards bioprosthetic valve was explanted after an implant duration of 28 days due to severe aortic insufficiency with questionable bacterial endocarditis. Operative details indicate, "we then began removing the valve and encountered a perivalvular dehiscence between the left and right coronary cusps" the valve was replaced with a non-edwards prosthesis.

Manufacturer narrative:
Additional manufacturer narrative: the explanted device has been received; however, the evaluation has not yet been completed. Manufacturing review, device evaluation results, as well as statements and conclusions will be reported once completed.

Manufacturer narrative:
Method = x-ray. Device evaluation summary: as received, leaflet 1 had vegetation-like growth (6mm) at the free margins near commissure 1 on the outflow aspect. Leaflet 2 also had vegetation-like growth (area of approx 25mm) near commissure 2 on the outflow aspect and inflow aspect (area of approx 10mm). An indentation was also observed on the cusp of leaflet 1 on the outflow aspect, about 2mm in length. No visible calcification or host tissue was observed. Wireform was also exposed on the outflow aspect on commissure 2. The wireform was intact, as evident in the x-ray. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Prosthetic valve endocarditis occurring early post-operatively, within 60 days, is usually due to perioperative bacterial contamination of the valve. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. There has been no information to suggest a device quality deficiency that may have caused or contributed to the endocarditis leading to this explant.